Event description:
The patient reported experiencing a blood glucose of 29.6 mmol/l; the patient reported being nauseous with positive ketones. The patient subsequently went to the hospital and was treated via injection and the patient's blood glucose resolved. The patient reported that the pump had emitted 3 occlusion alarms. A review of the pump history showed 3 occlusion alarms and a low battery alarm. The total daily dose added up correctly and the bolus history showed that all boluses were delivered in full. The patient stated that there were no issues with bent cannulas; one site had a small bump when removed. The patient also noted that the insulin that she received from the pharmacy was lantus instead of apidra. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4)